Manufacturer narrative:
Concomitant medical products: product ID: 7435, serial# (B)(4), implanted: (B)(6) 2002, product type: programmer, patient. Product ID: 3998, lot# la8005, implanted: (B)(6) 2002, product type: lead. (B)(4).

Event description:
The consumer reported that they had trouble charging and felt a shocking with their implantable neurostimulator (ins). If they would turn their head or bend their neck a little it would shock them real bad. If they moved their head down or up or if they were laying down and moved their neck it would shock them and they would wake up. The patient was indicated for complex regional pain syndrome type I. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.